Manufacturer narrative:
Pending investigation. D10: 02-010-03-0240 - logic cr femoral cem, left, sz 4 4868982. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 4874900. 200-02-35 - three peg patella 35mm 5027321. H7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6), 2017. The patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs. Full revision. The patient was revised on (B)(6), 2023 and the poly insert and patella were swapped. The poly tibial insert was broken in pieces posteriorly and those pieces were removed and the knee joint was irrigated. All fragments, parts, or pieces were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to the reported instability and prosthesis wear, which ultimately led to device fracture, and inclusion of the polyethylene implants in the packaging recall. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Prosthesis wear of the patella could not be confirmed from the provided information. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.